Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrective: product event summary: the partial lead in segments was returned and analyzed. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc defibrillation impedance trend showed a sudden increase in impedance to high and had been intermittently high for four months. The rv defibrillation impedance also rose slightly when the svc impedance rose. The rv lead was later explanted.

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead had high impedance, a fracture confirmed on x-ray and low high-voltage coil impedance. Additionally the right atrial (ra) lead had low pacing impedance and was over sensing noise when the patient moved shoulders or arms above the shoulder level. The rv lead was capped and replaced and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.